Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The current blood glucose level is 600 mg/dl. The customer was reported other blood glucose level such as 300 mg/dl. The customer treated high blood glucose with insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that high pressure test was passed. The customer was advised if the customer had concern that the insulin pump may did not detect an occlusion alarm and the equipment was sent for testing this alarm. The insulin pump will not be returned for analysis.